Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; cable continuity tests ok. Analysis found the alligator clips are patinated .

Event description:
It was reported that part of the cable was not working during a lead measurement on a non-dependent patient. The physician was able to use the other part of the cable. The cable was returned for repair. No patient complications were reported as a result of this event.